Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer initially complained of erroneous results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The erroneous results were reported outside of the laboratory. The initial na result was 117 mmol/l. This result was reported outside of the laboratory where the low result was questioned. The patient had an na result of 140 mmol/l 4 weeks prior. On (B)(6) 2017 the sample was repeated and the result was 138 mmol/l. This result was also reported outside of the laboratory. Approximately one week later, a second patient had erroneous na results. It is not known if the erroneous results for this patient were reported outside of the laboratory. The initial na result was 103 mmol/l. This result was not believed and the sample was repeated with a result of 130 mmol/l. Patient 1 was not adversely affected. No adverse event was reported for patient 2. The na electrode lot number and expiration date were not provided. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on the information provided, the most likely root cause of the issue is related to pre-analytics. The customer¿s clotting time is too short at 10 minutes. Clotting time should not be less than 30 minutes.